Manufacturer narrative:
It was reported on (B)(6) 2024 that a patient implanted with an onkos my3d personalized pelvic recontruction system non-locking bone screw has an alleged infection. It was reported that the implant will be explanted; however, the date of the scheduled revision procedure is unknown. Device details of this part was not available. Therefore, production records could not be reviewed. It was reported by the field representative that the device was steam sterilized according to its respective IFU. The my3d personalized pelvic recontruction system IFU identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this event was not determined, based on available information.

Manufacturer narrative:
Additional details are unknown at this time. If additional information is received, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient who was implanted with an onkos my3d pelvic reconstruction cancellous bone screw received a revision procedure due to an alleged infection. This event will be reportable to the FDA as a serious injury due to the upcoming revision procedure.